Manufacturer narrative:
Concomitant medical products: 5554 lead implanted: (B)(6) 2001, dtma2d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.